Event description:
A surgeon reported an implanted intraocular lens (iol) has glistenings. Peripheral anterior excursions were also present. There was no report that the glistenings were adversely affecting the patient's vision. Additional information has been requested but none has been received.

Manufacturer narrative:
The product was not returned for analysis, as the lens remains implanted. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation; the lens remains implanted. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire has not been received. (B)(4).